Event description:
The article, "temporal trends in patient characteristics and clinical outcomes of tavr: over a decade of practice", was reviewed. The article presented a retrospective, single center to analyse the temporal changes in patient profiles and clinical outcomes of all-comer transcatheter aortic valve replacement (tavr). Devices included in the study were corevalve/evolute, sapien, accurate neo, and portico/navitor. The article concluded that tavr procedure has changed dramatically during the last 14 years in terms of patient characteristics, procedural aspects and device maturity. These shifts have led to improved procedural safety, contributing to improved short- and long-term patient outcomes. [The primary and corresponding author is israel barbash, division of cardiology, leviev heart and vascular center, chaim sheba medical center, tel hashomer 52621, israel, with corresponding email: israel.barbash@sheba.health.gov.il] . The time frame of the study was from 2008 to 2021. A total of 1632 patients were included in the study, of which 28 (1.7%) received an abbott device. The average age was 81.5 years and the majority gender was female. Comorbidities included hypertension, dialysis, diabetes, chronic obstructive pulmonary disease, peripheral vascular disease, coronary artery disease, prior myocardial infarction, coronary artery bypass graft, prior stroke, atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of temporal trends in patient characteristics and clinical outcomes of tavr: over a decade of practice were reported in a research article in a subject population with multiple co-morbidities including hypertension, dialysis, diabetes, chronic obstructive pulmonary disease, peripheral vascular disease, coronary artery disease, prior myocardial infarction, coronary artery bypass graft, prior stroke, atrial fibrillation.. Some of the complications reported were surgical intervention (viv, pacemaker), unexpected medical intervention (post-bav), hospitalization, bleeding, stroke, transient ischemic attack, heart block, acute kidney injury, cardiac tamponade, myocardial infarction, heart failure, valve migration, valve malposition, paravalvular leak these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: temporal trends in patient characteristics and clinical outcomes of tavr: over a decade of practice.